Manufacturer narrative:
Concomitant medical products: product ID: 4965-15 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited presyncope. It was also reported that the right ventricular (rv) lead exhibited a confirmed fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.